Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure a polarx catheter was selected for use. Visible blood was observed in the catheter balloon. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to local regulations.